Event description:
It was reported that syringes are received with the plunger "cracked/broken or missing."

Manufacturer narrative:
It was reported that syringes are received with the plunger "cracked/broken or missing." To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A photo was provided for review and the reported problem/issue was confirmed. No physical sample was returned for evaluation. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on (B)(6) 2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.